Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Due to the terminal condition of the patient, the physician elected not to replace the device at this time. The patient was stable and will continue to be monitored.